Manufacturer narrative:
According to the customer, the nebulizer stopped misting and he missed his medication for "2 days" until the new device was retrieved. The customer reported he uses the nebulizer to dispense medication for his "copd" and without the medication he became "short of breath". The customer reported they were able to use his "albuterol inhaler" until the new device was retrieved to avoid more serious complications. The customer did not report any serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer stopped misting and he missed his medication for "2 days" until the new device was retrieved.